Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from italy by our edwards lifesciences affiliate, it was a case of an implant of a 26mm sapien 3 ultra valve in aortic position by left transfemoral approach. During the procedure, excessive force was needed to insert the commander delivery system with the valve through 14fr esheath+. The valve protruded out of the esheath+, leading to liner tear in the esheath+ shaft. Additionally, the valve deformed due to this issue. Consequently, it was decided to change the device, and the esheath+ was removed with the commander delivery system and the valve as a single unit without issues. The patient did not suffer any injury, and the procedure was completed using the same access.